Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis lucera elite colonovideoscope had a clogged nozzle. The customer confirmed that the issue was discovered during a pre-use inspection, so there was no usage of the device in a procedure. Upon inspection and testing of the returned unit, foreign material was found to be clogging the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was confirmed to be lodged in the device nozzle. The customer's originally reported issue was confirmed. Additionally, the following findings were also noted: angle knob play, insufficient air supply, insufficient water supply, insufficient angle, nozzle drainage failure, objective lens adhesion cloudy, objective lens adhesion peeling, light guide lens adhesion cloudy, plastic distal end cover crushed, a rubber adhesion cloudy, a rubber adhesion chipped, a rubber adhesion crack, image guide snake tube scratch, switch 1 scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.